Manufacturer narrative:
(B)(4). G2: foreign - event occurred in united kingdom. Suggested component code: mechanical (g04) ¿ femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing loosening five years post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.